Event description:
It was reported that the surgeon performed a l4/5 fixation using xia 3 pedicle screw system on in (B)(6) 2014. However when the patient came in for a follow up on (B)(6) 2014 an issue was noticed. Revision surgery is now planned in the next few weeks to replace the blocker.

Manufacturer narrative:
Method: device not returned. Results: because no device was received back for evaluation, testing and inspection could not be performed to aid in root cause analysis. It is possible that under-tightening of the blocker and positioning of the rod in the tulip contributed to the event. However, without the device this cannot be determined conclusively. Conclusion: the root cause of the customer reported event cannot be determined.

Event description:
It was reported that the surgeon performed a l4/5 fixation using xia 3 pedicle screw system on in (B)(6) 2014. However when the patient came in for a follow up on the (B)(6) 2014, an issue was noticed. Revision surgery is now planned in the next few weeks to replace the blocker.